Event description:
On (B)(6) 2013, (B)(6) reported an incident where a surgeon intersected into his hand due to a broken collins blade. The medical glove was cut so there is an infection risk for the surgeon and the pt.

Manufacturer narrative:
On (B)(6), 2013, symmetry surgical recalled 50-8081 collins radioparent sternal blades nylon lot numbers; 244576, 244582, 244584, 268916, 268920, 276513, 276514, 296136, 296139, 296141, 296153, 296155, 296156, 296157, 296160. See scanned pages.